Event description:
Boston scientific received information that a red alert was detected by the latitude system from this cardiac resynchronization therapy defibrillator (crt-d) due two out of range right ventricular (rv) pacing impedance measurements, exhibited by this transvenous defibrillation lead, two days post implant. It was noted that a revision procedure was performed and the physician 'cleaned out the header' and subsequent impedance measurements were normal. To date, there have been no reported adverse patient effects associated with this clinical observation.

Manufacturer narrative:
As of today, the available information suggests this device and lead remain in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.